Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for over a year now, the therapy hadn't been working very well for the patient. The caller stated the patient had been put on another medication to help reduce their urgency and that had helped some but the frequency had still gotten really bad. There were times the patient would have to go to the bathroom 4 times in an hour. The patient went to their urologist yesterday (B)(6) 2024 and the urologists did a urine sample and an ultrasound of the patient's bladder and the urine sample came back fine and the ultrasound was able to confirm the patient was emptying their bladder. The caller stated they took and x-ray but the x-ray showed the wire was in the right place and the patient was told to start over and go to program 1 and start fresh but the caller stated they had to turn the stimulation up to 8.0 volts before the patient ever felt it and it maxed out at 8.5 volts and it still wasn't uncomfortable. Caller stated they still hadn't gone through all the other programs yet and the urologist's office told the caller to call manufacturer representative (rep) to see if there was anything else they could do to help the patient. Patient services reviewed the role of patient services with the caller as well as stimulation considerations and programming considerations and reviewed the patient could try another program to see if they could feel the stimulation on another program at a lower level and monitor the symptoms to see how the patient responded. Caller stated they would try out the other programs. When patient services asked the caller if the patient had any falls or traumas that would have led to their issue, the caller did say that the patient had a bad fall and a resulting compression fracture of their vertebrae at t11-t12 and that the doctor had to put an airbag in and put cement in to fix the problem with the fracture, but they didn't know if the fall had anything to do with the therapy not helping the patient at all. Caller stated they were unable to tell if the fall coincided with the patient's symptom issues or not. Patient services also reviewed the role of the representative with the patient and redirected the patient to follow up with their managing health care provider about the issue to see if they wanted to page a rep to come to an appointment to check the implanted system. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to check the implanted system. 3 call recordings. There just wasn't a voicemail message but if it was a voicemail, the caller may call back.